Event description:
Olympus was informed that during an endoscopy support specialist (ess) onsite in-service visit, incorrect reprocessing issues were discovered that the user facility staff was not adhering to 1. Scopes are stored on a table in the dirty area and not hung, 2. Bedside cleaning is not performed at bedside, 3. Products used (enzymatic cleaner and high-level disinfectant) instructions are not followed. No thermometers or measurement of water/detergent and soak time, 4. The container with high-level disinfectant is too small to hold the scope and does not cover the entire scope, and 5. The rinse water used after disinfectant is used all day. There were no patient involvement, infections, or injuries reported.

Manufacturer narrative:
The ess performed the reprocessing in-service with the facility staff. All models were reviewed during the in-service listed in the products section of the users¿ manuals. In service visit includes the cleaning and disinfecting information of scopes. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.